Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed at plastic distal end cover and insertion tube, the type of the material cannot be identified. Therefore, a definitive root cause could not be determined. Also. Physical damage was confirmed at the place where the foreign material remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the grip packing ring was loose; label on the suction connector was damaged; due to a scratch on the objective lens, the image had a partial dark area; due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value: plastic distal end (c-cover) had a chip; adhesive around objective lens had corrosion; adhesive around the light guide lens had corrosion; the bending tube had a dent; adhesive on the bending section cover (a-rubber) had a crack; the connecting tube had coating that was peeled; and the universal cord had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an angulation issue. The device was returned for evaluation. During the device evaluation, foreign objects were found in the connecting tube and the plastic distal end in the exit of the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.